Event description:
Surgeon revised makoplasty patient on (B)(6), 2011. The original makoplasty on (B)(6), 2010. Pt was complaining of pain.

Manufacturer narrative:
Dr. Claimed that there was no loosening of implants, but there were signs of osteonecrosis under the tibia. Dr. Believes it could be pressure or thermal osteonecrosis. Dr. Also mentioned pt had extremely tight ligaments and soft tissue (just her anatomy) which could lead to pressure osteonecrosis. Dr. Also noted that the tibial implant subsided a touch, which could have been caused from the osteonecrosis.